Event description:
It was reported that there was a bubbled downstream sensor cover; clicking noise when running. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed missing tamper seal. The downstream occlusion sensor seal was worn. The battery springs were starting to corrode. Customer's problem was verified for the seal but not for the clicking noise. The downstream occlusion sensor seal was starting to bubble up. The motor was ran for one minute without any issues or abnormal sounds. The motor and geartrain assembly had no deflects, nor was it obstructed. The explusor was slightly rubbing on the chassis and likely the probable cause of the noise the customer was reporting. However, the sound that the device made is normal. Root cause is unknown. The downstream occlusion sensor seal was replaced. A corrective and preventative action was opened to address downstream sensor seal trend.